Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The diamondback exchangeable orbital atherectomy device (oad) instructions for use manual warns that an embolism and slow flow are adverse events that may occur and/or require intervention. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
A diamondback exchangeable orbital atherectomy device (oad) was selected for treatment of a distal lesion in the superficial femoral artery. Imaging prior to the procedure revealed that the peroneal and posterior tibial (pt) arteries had good flow. Four treatments were administered with the oad, imaging was performed following subsequent angioplasty, and slow flow was observed in the pt with distal embolization present. Nitroglycerin and angioplasty were used to improve flow, and the patient was stable following the procedure.